Event description:
MRI cooler cabinet control board unable to turn on and maintain proper cooling. Paperclip jumper installed between two (2) points preventing secondary cooling system to enable/turn off for proper cooling. If secondary cooling is disabled, gradient tube, amps and rf deck would be in position for over temp. Powered off cabinet, removed jumper and cooler started right up and began cooling as designed. No documentation indicating jumper's purpose. Per siemens, reason jumper was placed was to bypass faulty flow sensor somewhere in the system. Began repair of the flow sensor in secondary cooling circuit to remove/eliminate need for jumper. Replaced two (2) flow sensors in line with secondary cooling loop inside cooler cabinet. No documentation re: purpose of bypass; when jumper removed and system restarted, failed to start until bypass was re-installed. Siemens headquarters and tech support looking for solution for proper repairs and ultimate removal of mysterious jumper. System working with bypass. Manufacturer response for MRI, magnetom symphony maestro per site reporter. On site visit to repair MRI, working on a solution for permanent fix.